Manufacturer narrative:
The user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the battery gauge was observed to be fluctuating and the customer received an auto-off alarm. The customer acknowledged that there was no interaction with the pump prior to the alarm, and therefore the auto-off alarm was valid. The customer's blood glucose (bg) was 198 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. The customer had manual injection supplies available for alternate insulin therapy.